Event description:
It was reported that the patient experienced a loss of therapeutic effect (not helping relieve their pain) since the lead component of their implantable neurostimulator (ins) had migrated from t8 down to their tailbone area. The patient stated that when the stimulation was on it caused a ¿thumping¿, burning in their groin area, and that ¿it goes down¿ their legs and ¿make it go crazy.¿ the patient had an x-ray taken in feb where things were noted as fine but in march they had a CT scan which showed the lead ¿in a ball.¿ there was no known accident or incident associated with the event issue. It was noted that the patient had 2 herniated discs and that surgery would cause them not to walk. The patient had tried to see their healthcare professional (hcp) a couple of times but had been turned away each time. The patient did have an appointment with their hcp in (B)(6). There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that he woke up one morning (B)(6) of 2016 and it felt like someone punched him in the groin and he dropped to the floor. The patient did not note any falls or trauma that could have contributed to the leads moving. The patient stated that even though it was not working, he still turns stimulation on and charges the battery.

Event description:
It was additionally reported that the leads have become detached from the patient¿s spine and the device was no longer working correctly. The doctor said nothing was wrong but the stimulation sends pulses to the patient¿s groin and not his back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the leads have become detached from the patient¿s spine and the device was no longer working correctly. The doctor said nothing was wrong but the stimulation sends pulses to the patient¿s groin and not his back. Additional information was received from the patient that reported that he woke up one morning (B)(6) of 2016 and it felt like someone punched him in the groin and he dropped to the floor. The patient did not note any falls or trauma that could have contributed to the leads moving. The patient stated that even though it was not working, he still turns stimulation on and charges the battery.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).